Event description:
Broken wedge of the proximal end of implant holder sleeve. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The investigation of the opal implant holder, with a pistol grip designed, showed that part of the tip of the sleeve broke off. The macroscopic assessment of the fracture surface revealed a grainy structure. The complex fracture area with a diagonal orientation at the upper side was indicative to the rotation force application on the instrument during implantation of the opal cage. The rotation of the cage could be according to the surgery technique. Slight damage at the front edge of the sleeve, mainly in the corners, could be documented. An indication for a lateral force applying on the instrument. The "fractorgraphic" examination by scanning electron microscope revealed a grainy structure on the entire fracture surface, at higher magnification parallel lines on the grain boundaries can be documented. A clear indication for a cleavage fracture mechanism. The microstructure of the used material was examined in a metallographic cross section and found to be according to the standards. There were no irregularities or signs of embrittlement evident. The measure hardness of the instrument complies with the specification. The performed investigation could not detect any material faults. The sleeve of the present opal implant holder broke according to a cleavage fracture mechanism during surgery by applying a torsional load. A reason for an intraoperative failure of the instrument is indicative of excessive of too much force, caused by blocked movement in a too small place, or the application of load in an unintended direction. Due to the leak of the shaft of the instrument, the root cause for the failure cannot be fully determined in this case. A review of the device history records has been requested.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.the manufacturing documents were reviewed and no complaint related issues were found.(B)(4)